Event description:
Initially, the pt experienced coupling issues with recharging their implantable neurostimulator (ins) the pt met with the MFR rep to address the coupling issue. It was noted that the ins was communicating with both the clinician and pt programmers normally. F/u info indicated that the MFR rep attempted to reposition the pt then recharge and event tried a different recharger without success. Subsequently, it was confirmed that the pt's ins was flipped. Additional info has been requested, but was not available as of the date of this report. A f/u report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).